Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue closed as not confirmed. We manufactured and distributed in the market (B)(4) units. There are no units in our stock in b. Braun surgical's warehouse. We have received 35 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia for the minimum: 0.41 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Five of the samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 0.48 kgf in average and 0.37 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the closed samples received show that the needle escaped from the thread. Final conclusion: taking into account that the results of the closed samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread had become detached from the needle. Four units were opened and all were found to have the needle detached. No additional information was provided.